Manufacturer narrative:
Continuation of concomitant medical products: unk implanted: unk explanted: unk. (B)(4).

Event description:
Literature: house, m. G., kemeny, n., e., gonen, m., fong, y., allen, p. J., paty, p. B., dematteo, r. P., blumgart, l. H., jarnagin, w. R., d'angelica, m. I. Comparison of adjuvant systemic chemotherapy with or without hepatic arterial infusional chemotherapy after hepatic resection for metastatic colorectal cancer. Ann surg 2011; 254: 851-856. Doi: 10.1097/sla.0b013e31822f4f88. Summary: the authors report on the outcomes of patients receiving modern systemic chemotherapy with or without hepatic arterial infusional floxuridine (hai-fudr) plus dexamethasone (dex) for resected liver-confined colorectal metastases (crlm). Between (B)(6) 2000 and (B)(6) 2005, 595 consecutive patients underwent first-time liver resection for metastatic colorectal cancer. During this time, 125 patients underwent hepatectomy for crlm along with placement of an hepatic arterial infusion pump which was used for the delivery of fudr. These patients comprised the study group and received adjuvant systemic chemotherapy including fluorouracil (fu), leukovorin (lv) plus oxaliplatin or irinotecan in addition to hai-fudr. The comparison group included the most recent 125 consecutive patients who underwent liver resection and received adjuvant systemic chemotherapy alone including fu, lv plus oxaliplatin or irinotecan. Survival analysis supported potential added benefits of adjuvant hai-fudr/dex and systemic therapy for appropriately selected patients with hepatic-only colorectal metastases. Reported events hai pump-related complications included 2 arterial pseudoaneurysms. Hai pump-related complications included 2 gastric ulcerations. Hai pump-related complications included 1 case of biliary sclerosis. Further information has been requested; a follow-up report will be submitted if additional information is received.